Event description:
It was reported that the pt has a radical cavity in his right ear. He was cleaning his ears with a cotton bud and he thought that there was earwax in his right ear because he felt something hard in the cavity, however it was the cable of the vorp. He tried to remove what he assumed to be earwax, then he felt pain and stopped hearing with the audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.